Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
An initial report for this issue was submitted via the unified submission portal on july 3, 2025. A follow-up was filed on august 9, 2025 after receiving and reviewing the device's log files. Upon submitting the follow-up report, we received an error message indicating that the initial report had not been received. Upon further review of our submission history, we determined that the initial report submitted on july 3, 2025, was rejected due to a formatting issue and was therefore not successfully filed. At the time of the initial report, troubleshooting revealed that the AED functioned as intended after a new battery was installed and a manual self-test was performed. The device was returned to service. Subsequent analysis of the AED's log files confirmed that the customer's failure to promptly address red asi warnings led to a reduction in battery life expectancy. As a follow-up with the customer, the proper maintenance of this device was reviewed.